Event description:
It was reported that the hypothermia rewarming. Received alert 113 reduced water temperature control. The arctic sun device has not been warming patient temperature (pt) at set rate of 0.5c/hr. Nurse noted patients started rewarming yesterday and should already be at targeted temperature (tt). There were periods where patient temperature (pt) only increased 0.1c/hr. Patient temperature (pt) was 36c, targeted temperature (tt) was 37c, water temperature (wt) was 34c, water flow rate (wfr) was 1.4 l/m. Checked event log and there have been no other alerts/alarms. System diagnostics showed that the outlet monitor temperature (t1) was 34c, outlet control temperature (t2) was 34c, inlet temperature (t3) was 35c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 0, heater was 53, water reservoir level (wrl) was 5, system hours were 1616.6 and pump hours were 477.4. Walked through stop therapy, empty pads and drained 16 ounces of water from the right drain port. Restarted therapy and called back 30 minutes later. Patient temperature (pt) increased to 36.2c, water temperature (wt) was 35.3c no additional alerts or alarms. Called back at 07:21est patient temperature (pt) 36.5c, water temperature (wt) was 36.2c. Encouraged to call back with any questions or concerns. Noted in the future they could call when they notice device was not rewarming at set rate and could troubleshoot actively even before they receive an alert. Neonatologists wanted to discuss alert and how that has affected rewarming. Trying to understand the delay in rewarming of patient temperature (pt). Physician notes patient temperature (pt) started at 33.5c yesterday and the targeted temperature (tt) was 37c. Should have reached targeted temperature (tt) was within 7 hours but was just now 36.5c. Wanted to understand the alert and the role it plays in rewarming. Discussed the meaning of alert 113 and how the overfill prevents warm water from getting out to pads and warming the patient temperature (pt) at the set rate. The doctor notes that prior to alarm, per nurse and charting, there were points where patient temperature (pt) was not warming at the set rate and wants to know if they could do anything at that time. Advised they could call anytime they have questions, or the device appears to be rewarming too slowly so that we can evaluate the clinical and functional evidence to determine the culprit.

Manufacturer narrative:
This event was a confirmed overfill, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported event is the device being overfilled. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1. From the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2. From the hypothermia or normothermia therapy screen, press the fill reservoir button. 3. The fill reservoir screen will appear. Follow the directions on the screen. 4. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5. When the fill reservoir process is complete, the screen will close. 6. To stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7. Press the cancel button to close the screen. Replenish internal solution contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1. Drain the reservoir. -turn control module power off. -attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2. Refill the reservoir. -connect the fill tube. -from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. -the fill reservoir screen will appear. Follow the directions on the screen. -add one vial of arctic sun temperature management system cleaning solution to the second liter of sterile water. -the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. -when the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hypothermia rewarming. Received alert 113 reduced water temperature control. The arctic sun device has not been warming patient temperature (pt) at set rate of 0.5c/hr. Nurse noted patients started rewarming yesterday and should already be at targeted temperature (tt). There were periods where patient temperature (pt) only increased 0.1c/hr. Patient temperature (pt) was 36c, targeted temperature (tt) was 37c, water temperature (wt) was 34c, water flow rate (wfr) was 1.4 l/m. Checked event log and there have been no other alerts/alarms. System diagnostics showed that the outlet monitor temperature (t1) was 34c, outlet control temperature (t2) was 34c, inlet temperature (t3) was 35c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 0, heater was 53, water reservoir level (wrl) was 5, system hours were 1616.6 and pump hours were 477.4. Walked through stop therapy, empty pads and drained 16 ounces of water from the right drain port. Restarted therapy and called back 30 minutes later. Patient temperature (pt) increased to 36.2c, water temperature (wt) was 35.3c no additional alerts or alarms. Called back at 07:21est patient temperature (pt) 36.5c, water temperature (wt) was 36.2c. Encouraged to call back with any questions or concerns. Noted in the future they could call when they notice device was not rewarming at set rate and could troubleshoot actively even before they receive an alert. Neonatologists wanted to discuss alert and how that has affected rewarming. Trying to understand the delay in rewarming of patient temperature (pt). Physician notes patient temperature (pt) started at 33.5c yesterday and the targeted temperature (tt) was 37c. Should have reached targeted temperature (tt) was within 7 hours but was just now 36.5c. Wanted to understand the alert and the role it plays in rewarming. Discussed the meaning of alert 113 and how the overfill prevents warm water from getting out to pads and warming the patient temperature (pt) at the set rate. The doctor notes that prior to alarm, per nurse and charting, there were points where patient temperature (pt) was not warming at the set rate and wants to know if they could do anything at that time. Advised they could call anytime they have questions, or the device appears to be rewarming too slowly so that we can evaluate the clinical and functional evidence to determine the culprit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.